Event description:
It was reported that the patient received multiple inappropriate shocks due to a lead fracture. It was also noted that the right ventricular (rv) lead had noise and high impedance. The rv lead was explanted and replaced. During the replacement procedure the physician noted calcium in the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d154vwc, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo, the proximal conductor of the lead developed a fracture due to flexing while in vivo.